Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by pfizer. Primevigilance did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
Material no.: unknown, batch no.: unknown. It was reported that the patient developed a rash with blisters post-surgery when chloraprep was used. Patient had abdominal surgery and states chloraprep with tint was used as pre-op antiseptic. She reports developing a rash with blisters over her abdomen following her surgery. She wants to know what chloraprep is made of. She is not sure if it was the chloraprep that caused the rash.